Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up on ac power. The unit was evaluated locally by a philips representative and the failure was verified. Replacement of the ac power supply resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the unit failed to power up on ac power.